Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had less than 50% improvement . Patient was not seeing improvement with urinary symptoms. Patient took a fall on the morning of this report and hurt his back. Patient had to raise amplitude due to no stimulation. Patient had follow up appointment on thursday. Patient status was noted alive with injury. About a week later, the patient¿s family reported that patient had return of symptom and pain post implant. It was noted that patient complained of stabbing pain and burning sensation. Patient was back to voiding almost hourly and having leaks. Patient was advised to lower therapy strength down in an attempt to decrease patient discomfort and pain. Patient¿s family was advised to contact the manufacturer representative (rep) and healthcare provider (hcp) about symptoms. Patient compliance no negligence from the patient. It was noted that the issue was not resolved at the time of the report. Patient status was noted as alive, no injury. Patient medical history: parkinson. Additional information received from h healthcare provider (hcp) on (B)(6) 2017 reported that patient had post-op urinary retention and a urinary tract infection unrelated to interstim. The programming had been changed 2 days prior to the appointment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.